Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim adn gastrointestinal/pelvic floor therapy. It was reported that the patient needed an MRI of the heart. They reported that the programmer will not charge or do anything. The caller also stated the patient was not using the stimulator. The caller noted the patient had not seen their healthcare provider (hcp) in 2-3 years. It was reviewed that the implant battery must be at least 30% charged for MRI. They called back for help with troubleshooting external equipment as they had not used their equipment in over 2 years, they tried yesterday and it wouldn't even charge their stimulator. The agent worked with the patient to try to use their equipment to start charging their stimulator and the patient reported seeing the passive recharge mode screen with 1-3-10-11-14 after repositioning. The patient said they feel the burning with the recharger against their bare skin, reviewed a layer of thin fabric is recommended and after using a layer of fabric the patient did not report any more burning. The agent reviewed some recharging information and sent an email with MRI information. The agent recommended the patient maintain the recharger position and they should see a recharging status screen showing progress after 5-30 minutes. Reviewed to recharge fully then follow the MRI steps. The patient said the MRI facility was on the phone with the manufacturer today. When asked why the patient had not used the device in over 2 years they said, "it was just choice."